Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 600 mg/dl. Customer was advised by physician to go to hospital. The insulin pump was alarming no delivery. The current blood glucose reading is 75 mg/dl. Customer stated that this blood glucose reading is low for her. Nothing further reported.